Event description:
The customer reported via phone call that she was experiencing high blood glucose of 600 mg/dl and requested assistance with removing the site. The customer stated, she treated with a manual bolus but after some hours, blood glucose level was not going down, she stated, she did not receive a no delivery alarm. Customer was assisted on how to remove the infusion set. Customer was unable to troubleshoot at the time and stated she would call back later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.